Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012, and obtained the following information: the patient tests three times a day and manages his diabetes with humalog insulin (sliding scale, based on blood glucose reading) and 50 units of 70/30 insulin (morning and evening). The patient alleged that the issue began on (B)(6) 2012 (at 4:56 pm). At an unknown time prior to the start of the alleged issue the patient reportedly was experiencing a symptom of sweating. According to the patient, he can experience sweating when his blood glucose is high or low. The patient's blood glucose reading prior to the onset of his symptom is not known. At the time of the alleged issue, the patient confirmed he obtained blood glucose readings of "hi" with the subject meter and "397 mg/dl" with this niece's meter (type unknown) and "410 mg/dl" with his friend's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient corrected and clarified he did administer insulin (dosage unknown); however, his insulin was not based on the subject meter's reading. The patient indicated he did feel better at an unknown time later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There is also no evidence of a delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.